Event description:
It was reported by the neurologist that the vns patient went to the emergency room for bradycardia. The neurologist is unsure of the relationship between the bradycardia and vns; however, the neurologist does not believe there is a relationship between the bradycardia events and vns stimulation as the bradycardia was not associated with stimulation on times. Attempts for additional relevant information were made, but have been unsuccessful to date.

Event description:
The patient's product information was obtained. Attempts to obtain additional relevant information have been unsuccessful to date.